Event description:
Found the catheter damage. The indwelling period of the catheter is 717 days. The catheter was placed via the right internal jugular vein. The catheter was placed 2 years ago and replaced with new one due to the infection. On (B)(6), the resistance was felt during dialysis treatment. On (B)(6), the catheter break was confirmed by imaging check and the catheter was removed. The new catheter was placed for replacement to continue the treatment.

Manufacturer narrative:
The complaint of an external leak is confirmed. Microscopic examination of the tubing just proximal to the surecuff reveals a "v" shaped slit in the tubing. The edges of the slit site are well-defined with sharp edges. The slit is seen on the clear portion of the catheter tubing. This is a good indication the catheter was inadvertently nicked during implantation. Applying tension to the slit site reveals a smooth and glossy veneer. It appears a sharp traumatic implement has nicked the catheter. It should be noted that the slit in the tubing is located on the arterial side of the lumen. The notes in this file indicate, "on (B)(6), the catheter break was confirmed by imaging check and the catheter was removed. Gross microscopic examinations revealed no "catheter break" in the catheter. The "v" shaped slit may have occurred during the removal of the catheter. The product IFU states, "avoid accidental device contact with sharp instruments and mechanical damage to the catheter material." A lot history review (lhr) of reue0476 showed no other similar product complaint(s) from this lot number.